Manufacturer narrative:
Insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Pump received with normal operating currents. No battery issues noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 400 mg/dl. Customer declined to troubleshoot for high readings. The customer states her blood glucose goes low when she boluses through the insulin pump. The customer will treat per healthcare professional's recommendation. The product was not returned for analysis.